Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to flush the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The catheter terminated approximately 2mm distal of the connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Microscopic inspection of the sample did not reveal any evidence of device occlusion. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the infusion and the aspiration could be performed when priming was performed prior to the connect catheter connector. However, saline could not be infused after connecting the catheter connector. The catheter was able to be flushed without problem after the catheter near the connection site was cut and another new catheter connector was re-connected. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the infusion and the aspiration could be performed when priming was performed prior to the connect catheter connector. However, saline could not be infused after connecting the catheter connector. The catheter was able to be flushed without problem after the catheter near the connection site was cut and another new catheter connector was re-connected. There was no reported patient injury.